Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the device not being reprocessed by the user facility prior to returning the device to the user facility. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). The user can detect/prevent the event in accordance with the IFU below: IFU states detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that there was foreign matter coming out from the auxiliary channel of the gastrointestinal videoscope due to a blockage. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.